Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The distal tip of the subject device was detached. The detached tip broke and a part of the tip was burned. The electrode of the subject device was melted. Based on the result of an analysis of the fracture surface, the distal tip might broke off since it was locally heated by spark near the distal tip and electrode. The above device handling has warned in the instruction manual as follows. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. When the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and found as follows; the tip of the distal end was lost. The electrode of the distal end was melted and deformed. The manufacturing record was reviewed and found no irregularities. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic submucosal dissection (esd), the subject device was used. The distal end tip broke off and fell into the patient body. The fragment was retrieved. The intended procedure was completed with the subject device. There was no patient injury reported. This is the report regarding the breakage of the distal end tip.